Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during acl procedure, endo button 4.5mm drill bit broke inside patient femur. Surgeon decided it would cause more damage if he tried to get it out of the patient. Despite attempts to get more information about patient condition, no response was received.